Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (stent graft occlusion), patient¿s condition affected effectiveness of device (calcified vessels and a residual shelf of calcium by the flow divider). Conclusion: known inherent risk of procedure (stent graft occlusion), device failure related to patient condition (calcified vessels and a residual shelf of calcium by the flow divider).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 41 mm diameter x 38 mm length abdominal aortic aneurysm. The aortic neck was 5 cm in length, 26 mm, 28, 27, 26, 25 mm in diameter from proximal to distal. The common iliac arteries were calcified bilaterally. The diameter at the flow divider was 32 mm, the right common iliac was 23 mm in diameter and a residual shelf of calcium by the flow divider. The left common iliac artery was 14 mm in diameter. It was reported that one month post implant the patient presented with limb thrombosis due to the residual calcium on right side. The decision was made to perform thrombolysis and ballooning and this was successful in removing the thrombus and keeping the stent graft open. The next day a repeat CT was done and bilateral 16x16x82 endurant stent grafts were placed (one on each side) to lift up the flow divider. Two atrium covered stents were placed on the right side as well. Both limbs were open at the end of the procedure and the thrombosis was resolved. No additional clinical sequelae were reported and the patient is fine. Review of several returned still ivus images showed what appeared to be compression of the od of the stent graft. The precise location and cause could not be determined. Still angio image prior to thrombectomy showed that the ipsilateral limb and extension were on the right side. The stent graft was completely occluded beginning at the flow divider. There was minor compression of the ipsilateral limb origin seen just below the flow divider, which may have contributed to the occlusion. The contralateral limb is patent. A single post-thombolysis angio image shows that the occlusion has been resolved. Images post limb and stent implant which was performed to lift the flow divider were not returned for review.